Event description:
Per cnf: a lotus valve size diameter 25 lot 14148012 was introduced and implanted over the safari wire 300cm length small curve. Introduction of the lotus device over the safari wire went very easy and with no issue. After the implant of the lotus valve and when retrieving the catheter over the wire out of the patient, (we couldn't get off the device from the guide wire). The catheter was out of the patient, but the proximal small curve of the guidewire was still in the left ventricle. Even with a lot of force, we couldn't take off the catheter from the guide wire. Due to the force we used, we kinked the guide wire, but even then we couldn't remove the catheter from the guide wire. As one piece, we removed the catheter and the guide wire from the ventricle. No further action was needed. The lotus introduction system lot # 14148012 + safari guidewire 300cm small curve lot # 10409241 will be sent back together as one piece to investigate.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection requirements. A combination of patient and procedural factors appear to have caused or contributed to this incident. Product distributed as safari tavr. It is reported that the device involved in this incident is available to be returned for evaluation. To date, the device has not yet been returned. Should the device be received a follow-up medwatch will be provided.